Event description:
It was reported that the bd micro-fine¿+ pen needle was clogged. The following information was provided by the initial reporter: the drug solution would not come out of the needle.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Investigation summary: one open 31g x 5 mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.